Event description:
Pt reported obtaining back to back blood glucose results of 250 mg/dl and 110 mg/dl on the advantage system. Pt did not modify therapy based on these values. No adverse event was reported. Quality control testing had not been performed on the suspect product. At the time of the report, pt no longer had the test strips that produced the discrepant values.